Event description:
It was reported that during a lap appendectomy procedure, a small distal part of the sleeve was broken and it was laying on the fascia. The physician removed the small part and used a new device. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.